Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (prime issue) issue. The reporter stated that when the user goes to the prime and rewind screen, the prime and fill cannula boxes are not filled in but the pump is not providing "loss of prime" warnings. The reporter noted that the issue had happened on several occasions and insisted the pump be replaced. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware of an issue if the pump is not alarming appropriately.

Manufacturer narrative:
Follow-up #1: date of submission 10/18/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/24/2016 with the following findings: loss of primes observed in black box; force readings do not reach zero. A loss of prime was induced during testing; pump gives appropriate audible and visual ¿pump not primed¿ warning. Pump opened and no damage found to the force sensor circuit. Battery compartment is scratched below the bumper pad. Rewind, load cartridge, and prime steps performed successfully with no alarms. Force sensor calibration test confirmed force sensor is detecting correct force at 5lbs. Exercised pump for 24 hours with no loss of primes occurring.